Event description:
It was reported that device entrapment occurred. The 100% stenosed, chronic totally occluded target lesion was located in the right coronary artery. A 190 cm, straight tip, single judo guidewire was advanced with a non-boston scientific catheter. The physician attempted to cross the lesion but the wire would not advance or pullback. The physician pulled everything back and was removed intact. The procedure was completed with a non-boston scientific guidewire. There were no patient complications reported.